Manufacturer narrative:
The actual state of the device is unknown - the national sales & service organisation was not involved and no further information could be obtained. Due to the limited information available in the ufr the manufacturer concludes that the device performed a reboot (concluded on the provided error code only). This is the specified device response to overcome a deviation in the processing of sw routines which cannot removed by other means. The device powers-off briefly and back on, posts an alarm to alert the user about the reboot and opens the pneumatic system to ambient to allow spontaneous breathing. The ventilation will be resumed with previous settings afterwards; the typical duration of a reboot sequence is 12 seconds. The triggering conditions for a reboot can be multiple, including malfunction, lack of maintenance or an use error - a differentiation is not possible due to missing information such as log file or inspection results. Finally, it can be concluded that the deviation was of temporary nature only and that the device responded as designed by rebooting and alarming. The affected device was manufactured february 2014 - it´s state of preventive maintenance is unknown to dräger. It is recommended to have the device checked by trained service personnel (incl. Check/update of device software).

Event description:
It was reported that during use on a patient the device displayed an error code along with a flickering screen. The user facility report only states that the device was submitted for maintenance or repairs after the event - no injury or impairment of patient´s state of health was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.